Manufacturer narrative:
The tech found the brake casters worn and the bed had the old style brake bearings. He replaced the brake casters and brake bearings to repair the bed.

Event description:
Info received indicates the brakes are setting, but would swivel when pushed from the side.